Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the black button on the wireless foot pedal is depressed and not popping back out was confirmed. It was found that the mode button was broken. The service of the device was declined, and was placed into long-term hold as it would require replacement of the housing of the wireless footswitch. Also there were minor scratches on the device identified during decontamination. User mishandling of the device is the most probable root cause of the broken mode button and the minor scratches on the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a rotator cuff repair procedure on (B)(6) 2020, it was observed that the black button on the wireless foot pedal was depressed, and not popping back out. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.